Event description:
Info received indicates the head hi/low cylinder is drifting down.

Manufacturer narrative:
The technician indicated that an internal failure of the hydraulic cylinder caused the drift. The tech replaced the cylinder to repair the bed.